Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 months following the implant of this transcatheter pulmonary bioprosthetic valve, fluoroscopy was performed and revealed a mild grade 1 frame fracture. No treatment was performed. No adverse patient effects were reported.

Manufacturer narrative:
Image review: a review of the 1-year post implant echocardiogram revealed a normal left ventricular (lv) size and function. Mild mitral regurgitation noted. The right ventricle (rv) size and function were normal. Mild to moderate tricuspid regurgitation with normal estimated right ventricular systolic pressure (rvsp) of 26 millimeters of mercury (mm hg) mmhg and positive central venous pressure (+cvp). The harmony device appeared well seated with no obvious frame distortion. Trivial central pulmonary regurgitation was noted. The peak velocity across the pulmonary valve was 2.2 meters per second (m/s) with a peak gradient of 20 mmhg, the mean gradient measured 11 mmhg. Overall a low trans-valvular gradient noted. Post implant fluoroscopic images were also provided and reviewed. A stent fracture was identified. As stated in the instructions for use (IFU), potential risks associated with the implantation of the harmony transcatheter pulmonary valve (tpv) may include, but are not limited to, the following: stent fracture. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that pulmonary valve stent integrity was not lost despite the type 1 stent fracture.